Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info received: it was reported that the endoleak was thought to be due to a hole just below the 4 stent frame in the fabric of the main body. By placing the limb somewhat high, the physician hoped to seal this alleged hole. However this did not work. It was confirmed that there is no complaint against the limb (etlw1616c82ee) implanted as treatment. Analysis summary: the exact cause/source of the endoleak could not be determined from the pre-implant films returned. Film during implant were not available for return and assessment of the endoleak could not be performed. In addition, post-implant CT¿s were not provided for endoleak assessment and review of the stent graft in-vivo configuration. A type ia endoleak seems less likely as the initially reported type ia endoleak was dismissed after pulling down the injector into the aortic body. While a type iii fabric endoleak cannot be ruled out, this endoleak occurring immediately after implant would have most likely been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a large endoleak was observed, which was initially suspected to be a type ia. Re-ballooning was carried out, but the endoleak was not resolved. An angiogram was then performed in the main body stentgraft, and the endoleak was then determined to be a type iii. An additional endurant ii stent graft (etlw1616c82ee) was then implanted as treatment, however the endoleak was not resolved and persisted at the level of the bifurcation. No further intervention was carried out. As per the physician, the cause of the event was suspected to be a pre-existing hole in the fabric of the main body stent graft. It was reported that during the procedure no punctures were made with any wires used during the procedure. No additional clinical sequelae were reported and the patient is fine.